Event description:
The surgeon reported that he believes the intraocular lens is another diopter other than what is labeled. The lens was explanted 5 days after implant. Date of surgeries were not reported.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 20.0d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. A review of the manufacturing records showed no deviations. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - the returned iol is undergoing analysis at the manufacturing site. Lens met all specifications prior to release. Surgery dates were not reported. Attempts to obtain additional information from the reporter have not been successful. All information available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.